Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that immediately after insertion of the impella 5.5 on a 60 year old male patient, they experienced a pump flow issue. The pump was replaced with a new 5.5. The patient survived the procedure.

Manufacturer narrative:
The investigation of low pump flow has been completed. The data logs were not returned. Product damage (cannula kink) was added since a cannula kink was observed on the returned product. Low flow - reported low flow immediately after insertion being unable to run pump above p4 without decreased flow rates. Blood volume was given was given and pump was repositioned but it does not resolve the low flow. Pump was replaced which resolved the issue. Data logs were not returned. Impella 5.5 was returned and a cannula kink and catheter kink was observed. The root cause of the low pump flow was most likely a kinked cannula since a cannula kink was found on the returned pump. Cannula kink - the root cause of the product damage was a cannula kink.